Manufacturer narrative:
The explanted devices were discarded, and will not be returned for eval.

Event description:
A report that a pt's precision system was explanted was received. The pt was explanted due to infection located at both the ipg pocket site and the leads. The pt was not prescribed antibiotics and is reportedly doing well.